Event description:
It was reported that the user experienced a sustained rise in blood glucose progressing to a high reading while using the ilet pump with a contact detach infusion set (23 inch, 6 mm), despite replacing supplies and reporting no visible leaks, wet site, kinks, or bubbles; troubleshooting and education were completed, including guided steps to replace the site in a new location, perform fill tubing to visual drops, and complete cannula insertion before resuming insulin. Symptoms included hyperglycemia with dry mouth. Outcomes included no reported hospitalization or medical intervention beyond self-management instructions. Investigation included customer service troubleshooting and user education regarding site rotation, proper priming technique, and confirmation of insulin delivery steps. Investigation of this case revealed no device alarms other than high glucose and no confirmed hardware malfunction, with the cause of hyperglycemia remaining unclear despite proper setup and priming steps. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.